Event description:
It was reported that a pump battery would not charge despite using a tandem charging cable and different power sources. There was no adverse impact to the customer's blood glucose level. The customer tried several troubleshooting steps without success, including using a different wall adapter and cable. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on returning the malfunctioning pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was maintained.